Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision, asr xl- left, reason(s) for revision: unknown. (B)(6). Update rec'd (B)(6) 2014 - rec'd surgeon's form with new implant/revision date, surgeon, implant and revision hospital and reason for revision, taper sleeve details, non-depuy stem used. Competitor's stem used. However this com is to be closed to CAPA due to the reasons for revision falling within the CAPA remit and off label use of a competitor stem. Update received: (B)(6) 2014 - added surgeon: (B)(6). Re-opened (B)(6) 2014 - added reason for revision in complaint description as was not in complaint description, but was already in necessary complaint and product category boxes. Reason(s) for revision: alval / soft tissue reaction, high metal ion level and metallosis. Update - high metal ions have been mentioned - amended the product category's to 'abnormal clinical results : metal ions' attached legal letter, added patient name. Added all expiry dates, querying missing stem . Taken from legal letter dated (B)(6) 2015. Patient name : (B)(6). Competitor stem has been used.